Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot history numbers were provided for the devices, the device history records could not be reviewed. While the cause for this specific clinical event cannot be ascertained from the info provided, an updated report will be submitted once the product has been received and investigated. (B)(4).

Event description:
A product liability claim was raised. It was reported that the pt received an avenir stem generic on (B)(6) 2011 and underwent revision surgery on (B)(6) 2011 due to dislocation and pain. It was also reported the pt was implanted a biomet cup.